Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer¿s blood glucose level was unknown. The customer stated that they replaced the battery 3-4 days prior and got a failed battery test. The customer was advised that the batteries should be stored at room temperature and be used within expiration date. The insulin pump will not be returned for analysis.